Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential noise. Boston scientific technical services was contacted and it was discussed that the treated episode could also be related to a sense node b issue and the patient has a history of variable, low amplitude measurements which caused the smartpass feature to be disabled. The patient was seen in-clinic where provocative maneuvers were performed but the noise was unable to be reproduced. The s-ICD device was reprogrammed and a system revision procedure was subsequently performed. The s-ICD system was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential noise. Boston scientific technical services was contacted and it was discussed that the treated episode could also be related to a sense node b issue and the patient has a history of variable, low amplitude measurements which caused the smartpass feature to be disabled. The patient was seen in-clinic where provocative maneuvers were performed but the noise was unable to be reproduced. The s-ICD device was reprogrammed and a system revision procedure was subsequently performed. The s-ICD system was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted system was received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential noise. Boston scientific technical services was contacted and it was discussed that the treated episode could also be related to a sense node b issue and the patient has a history of variable, low amplitude measurements which caused the smartpass feature to be disabled. The patient was seen in-clinic where provocative maneuvers were performed but the noise was unable to be reproduced. The s-ICD device was reprogrammed and a system revision procedure is anticipated, but has not yet occurred. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential noise. Boston scientific technical services was contacted and it was discussed that the treated episode could also be related to a sense node b issue and the patient has a history of variable, low amplitude measurements which caused the smartpass feature to be disabled. The patient was seen in-clinic where provocative maneuvers were performed but the noise was unable to be reproduced. The s-ICD device was reprogrammed and a system revision procedure is anticipated, but has not yet occurred. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.